Event description:
It was reported that customer experienced keypad anomaly. It was report that when customer attempted to give a bolus delivery, numbers began to ramp up on screen. Customer's blood glucose was 28 mmol/l, which was treated with manual injections. Customer was advised that insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping noted. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.